Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was an artificial shoulder joint replacement surgery for osteoarthropathy (dislocation) performed on (B)(6) 2024. The screw in question could not be attached to the dedicated screwdriver and fell off. The uneven part of the screw was difficult to be attached to the screwdriver, and the part that was to be fixed with the screwdriver could not be secured well, causing it to fall. Another screw was opened and used, and the fixation was done successfully. The surgery was completed successfully within 30 minutes delay. There was no harm to the patient. The device was brand new and the first use when the issue occurred.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary ==> it was reported that this was an artificial shoulder joint replacement surgery for osteoarthropathy (dislocation) performed on may 21, 2024. The screw in question could not be attached to the dedicated screwdriver and fell off. The uneven part of the screw was difficult to be attached to the screwdriver, and the part that was to be fixed with the screwdriver could not be secured well, causing it to fall. Another screw was opened and used, and the fixation was done successfully. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device does not found defects on the dxtend screw lock d4.5x24mm. A dimensional inspection was performed and the device met specifications. Additionally, a functional test was performed with a laboratory sample mating device and revealed that the screw was able to assemble its matting device as intended. Therefore the reported complaint condition was not able to replicated. The overall complaint was not confirmed as the observed condition of the dxtend screw lock d4.5x24mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. ********************************************************************* drawing/specifications reviewed? Dwg 8e070128 rev. D current and manufactured. Dimensional inspection: device length = 24.00 mm +/- 0.2 mm diameter head = 7.4 mm +/- 0.1 mm measured dimension: device length = 24.00 mm (complies) diameter head = 7.3 mm (complies) device used: digimatic caliper cd78621 device history lot ==> a manufacturing record evaluation was performed for the finished device product code 130790024 lot number 5654332, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review ==> a manufacturing record evaluation was performed for the finished device product code 130790024 lot number 5654332, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: added: d4 (expiration date), h4 corrected: d4 (primary UDI number), h3, h5, h8